Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the associated defibrillator was unable to obtain an ECG signal with these electrodes attached. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.